Event description:
It was reported that failure to lock on wire occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotablator rotalink plus was selected for use. During preparation, it was noted that the guidewire could not be locked at the tail end of the device, at the brake. Therefore, it could not be inserted into the body for use. The procedure was completed with another of the same device. No patient complication reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that failure to lock on wire occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotablator rotalink plus was selected for use. During preparation, it was noted that the guidewire could not be locked at the tail end of the device, at the brake. Therefore, it could not be inserted into the body for use. The procedure was completed with another of the same device. No patient complication reported and patient was good post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device found that the brake defeat button was broken off and was within the advancer body upon device return. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. The rotablator plus system with a test wire inserted, was connected to the rotablator control console system. The foot pedal was pushed, and the device stalled and did not run. During testing, prior to the device stall, the internal brake was able to engage, and the wire had no movement prior to the stall. At the point of the device stall the brake was released and disengaged with the wire without issue or resistance as anticipated. The brake defeat was unable to be tested due to the damaged button.